Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the customer charged the device for use on a patient, and the device did not discharge. There was no negative patient impact. A second device was used to treat the patient.